Manufacturer narrative:
Section b5: additional information. Section g3: correction. Manufacturer's investigation conclusion: the reported event of intermittent backup battery fault alarms was confirmed via the submitted log file. The submitted log file contained approximately 26 days of data (B)(6) 2020 ¿ (B)(6) 2020, per timestamp. Intermittent backup battery fault alarms were active throughout the log file due to backup battery load test failures. The alarm cleared and reactivated several times throughout the log file and was active in the last event in the log file. The alarms occurred while connected to 14v batteries and while connected to the power module. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Device history records could not be reviewed as the serial number of the product is unknown. The heartmate ii patient handbook , under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, power cable disconnect, and low speed advisory alarm conditions, and the actions to take if the alarm cannot be resolved. The heartmate ii instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery and how to exchange the system controller. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate ii patient handbook, section 6 entitled ¿caring for the equipment¿ explains how to care for and clean all equipment, including the system controller, 14v batteries, and 14v battery clips. Section 10 ¿safety checklists¿ provides guidelines for the periodic inspection of the equipment. The heartmate ii instructions for use (IFU), section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ state that the patient must always connect to the power module or mobile power unit (mpu) for sleeping on when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that all backup batteries were exchanged in the clinic on (B)(6) 2020. Controller exchange was performed and the patient tolerated it well. The patient no longer had replace backup battery alarms.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient require backup battery replacement every 3-5 months. Patient often stays on battery 24/7 despite being counseled against doing so. However, patient has stated that he¿s began sleeping on wall power due to more and more frequent backup battery alarms. The backup battery alarms occur intermittently after they are replaced and are typically triggered by switching over to new batteries. The alarms stop for a few days at a time. The self-test did not clear alarm. The backup batteries have been exchanged and connections have been cleaned today and at previous clinic visits.